Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power twice during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was unable to duplicate and unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The root cause of the reported issue coudl not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power twice during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.